Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient called; their handset was not working properly. They have "software problems" every now and then. The handset battery only lasts 24hrs, even without use. The recharger gets hot on both the recharge antenna and the small box. Recharging times for the ins fluctuate between 30mins and 2hrs, even with same starting battery % on the ins and "excellent" connection all the time. Due to the several issues with both devices, a complete replacement is requested- a replacement recharger and controller were sent to the patient. No symptoms were reported.

Manufacturer narrative:
B3: event date is not known.  Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger g2: the country of the event is de h6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.